Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to load the cartridge and complete fill tubing but may have tapped on fill instead of done during the load fill tubing process. The customer's blood glucose level was 250 mg/dl. While contacting tandem technical support the customer reported having only 40 units of insulin available in the pump and declined completing the process until more insulin was available. The customer reported having manual injections of lantus available. Although requested, no further information was provided.